Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 277 mg/dl and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. The pump supplies were changed. A pump system check was performed and no device issues were identified. The customer's bg had dropped at the time of the report and upon follow up, the bg level was 98 mg/dl.